Event description:
On 12/21/98 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Following the deployment, the device collagen was noted to be exposed above the pt's skin level; in accordance with the instructions for use, the physician was able to tamp the collagen under the skin and achieve hemostasis. Two days following the procedure (on 12/23/98) and while the pt was ambulating, he felt a pain and noted swelling in his groin. The pt then presented to the emergency room where he was diagnosed with "bleeding under the skin". Manual pressure was held with control of the bleeding, and the pt was discharged home three hours later in good condition. As of 1/21/99 there has been no report to the MFR of further complication or add'l pt sequelae.